Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and boston scientific repliform were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with perineoplasty due to sui and introital relaxation.

Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2002 due to stress urinary incontinence. Additionally, on (B)(6) 2009, mesh was implanted due to rectocele and stress urinary incontinence. It was also reported that patient underwent mesh removal/revision on (B)(6) 2003 and (B)(6) 2013.